Event description:
Information was received from a [initial reporter] regarding a patient who was receiving clonidine 0.3mg/ml (the concentration was also noted as mcg/ml); 0.04999 mcg/day, bupivacaine 30 mg/ml; 5 mg/day and compounded baclofen 0.2mg/ml; 0.03332 mg/day via an implantable pump. Indication for use was intractable spasticity and spinal pain. The date of the event was 8/9/2016. It was reported the patient experienced a change in therapy/symptoms noted as an increase in pain. The patient also gets injections for pain management and has not had one for a long time. A pump volume discrepancy occurred and underinfusion. The actual residual volume (arv) was 8.5ml and the expected residual volume (erv) was 2.4ml. The cause of the volume discrepancy was unknown. The last refill volumes were accurate. No troubleshooting was scheduled or planned. The plan was to follow up with the healthcare provider and watch the patient at this time.

Event description:
Additional information was received from a consumer. It was reported that the patient was in a lot of discomfort and pain. The patient was unable to specify a date or month, however it was confirmed the pain occurred in 2016. At a refill "last week", it was noted that they "took out as much as they put in". It was stated they were going to replace the pump and were trying to replace it within 2 weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.